Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Global receiver functional testing was performed and passed all relevant testing. Manual receiver test "try it" in vibrate mode was performed and passed. Open receiver case for internal visual inspection was performed and passed. Measure the vibrator motor internal resistance was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Intermittent vibration was not found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.